Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an av node ablation. During the ablation, the right ventricular lead was oversensing far field p waves. The oversensing resolved itself post procedure. The patient did not experience any consequences.